Manufacturer narrative:
(B)(4).

Event description:
The patient had to have a second operation because, his leads moved. One lead went up his back and one lead went down. Additional information has been requested.

Manufacturer narrative:
Product ID 37752, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
Additional information received reported that the device in the back didn¿t work; it wouldn¿t charge or connect to the controller. The wires were also causing a burning feeling in the back when sleeping because they were being pulled on from movement in sleep. Pain of surgery was mentioned. This event will be updated if additional information is received.